Event description:
During a trochanteric fixation nail procedure on (B)(6) 2012, the knob broke off the connecting screw. Reportedly, it did not break in the pt's wound or the sterile field. The hospital did not have a back-up connecting screw to complete the procedure. Another connecting screw was obtained as a loaner from another hospital facility 65 miles away. The (B)(6) pt remained under anesthesia while awaiting receipt of the device. Surgeon used the device and was able to complete the procedure. The surgery was extended by over one (1) hour.

Manufacturer narrative:
The device was returned in two pieces. The knurled knob has broken off from the shaft. The knurled area on the knob is worn. The top surface of the knob is worn and material around the hex is not level due to hex damage. The threads on shaft are damaged. No issues were found during the dimensional analysis on features that could be checked. However, due the damage not all relevant features related to this complaint could be checked. Review of device history records showed that there were no complaint related anomalies. The supplier's certification indicates the correct material was used and correct hardness values were obtained. Parts were mfg according to spec.